Event description:
It was reported that a pt underwent an obtryx mesh sling procedure in 2006. During the procedure, the sheath got stuck and required additional pressure to disengage the device, which inadvertently caused the sheath to break. After removal of the device, it was noticed that the pt suffered a bladder and urethra perforation due to this event. An urologist was called in to perform a laparotomy, which was thought to rectify the perforations. A full recovery is expected. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.